Manufacturer narrative:
No product sterility issues were identified. Investigation/DHR review confirmed that the disposable products utilized in this case were sterilized per procedure and met sterility requirements. Infections a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
According to a remaster sae form, it was reported that a patient experienced a fever of unspecified origin and rapid change in mental status on (B)(6) 2025 after a litt procedure on (B)(6) 2025. This event was deemed as a serious reportable adverse event since the treating physician determined the event was possibly related to the litt procedure and required a new hospitalization and surgical intervention. Patient was sent to an outside hospital where blood cultures were taken (later growing serratia). Brain MRI was obtained; ablation cavity overall looks fairly similar to postoperative scan, though there are small amounts of diffusion restriction overlying the frontal lobe. On (B)(6) 2025, it was observed that overall, the patient's mental status improved since diagnosis while on antibiotics; however, mental status continues to wax and wean. Repeat brain MRI was obtained demonstrating concern for progressive intracranial infection. The patient underwent a surgical washout with cultures and was provided medication including steroids.

Event description:
According to a remaster sae form, it was reported that a patient experienced a fever of unspecified origin and rapid change in mental status on (B)(6) 2025 after a litt procedure on (B)(6) 2025. This event was deemed as a serious reportable adverse event since the treating physician determined the event was possibly related to the litt procedure and required a new hospitalization and surgical intervention. Patient was sent to an outside hospital where blood cultures were taken (later growing serratia). Brain MRI was obtained; ablation cavity overall looks fairly similar to postoperative scan, though there are small amounts of diffusion restriction overlying the frontal lobe. On (B)(6) 2025, it was observed that overall, the patient's mental status improved since diagnosis while on antibiotics; however, mental status continues to wax and wean. Repeat brain MRI was obtained demonstrating concern for progressive intracranial infection. The patient underwent a surgical washout with cultures and was provided medication including steroids. On 15oct2025, additional information from the remaster sae was retrieved during a remaster safety committee meeting, during which the treating physician confirmed that the event was determined to be a non-neurological bacteremia or sepsis. On post-study procedure day 39 ((B)(6) 2025), the patient was discharged from the inpatient rehabilitation facility to a subacute rehabilitation facility in a stable condition, with plans of continuing pt, ot, and st. She was still noting headaches and was experiencing impairment in gait and cognition/communication skills. On post-study procedure day 51 ((B)(6) 2025), infectious disease noted that the patient would continue receiving IV antibiotics to address the infection. The event was indicated as ongoing at study exit on (B)(6) 2025.

Manufacturer narrative:
No product sterility issues were identified. Investigation/DHR review confirmed that the disposable products utilized in this case were sterilized per procedure and met sterility requirements. Infections are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged; therefore, no device evaluation was performed. This supplementary is being submitted to capture the additional information received from the event.